Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2020-06654. It was reported that when the patient presented for post-operative check next day, loss of capture was noted on the left ventricular (lv) lead. The patient was found to be completely dependent on right ventricular (rv) lead for pacing support. During the lead revision procedure, the device detected ventricular fibrillation episode and appropriately delivered the shock. The physician suspected micro dislodgement on the rv lead and thus decided to use temporary pacing wire through the groin as he was concerned about the stability of implanted rv lead. The rv lead was then repositioned. The lv lead was found to be dislodged. The lv lead was explanted and replaced. The patient presented for post-operative check on next day and all parameters were found to be in normal range. The patient was stable.